Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, stained end cap sticker, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 595 mg/dl and low blood glucose of 44 mg/dl, which was treated with food. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had symptoms of vomiting, nausea, abdominal pain and difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer declined high pressure test. Customer reported of being hospitalized in (B)(6) 2014 for 4 days due to diabetic ketoacidosis and high blood glucose. Insulin pump would be replaced due to crack going from esc button to reservoir.